Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a patient receiving dilaudid (unknown dose and concentration) and bupivacaine (unknown dose and concentration) via an implantable pump used for spinal pain. The patient reported hearing a pump alarm beginning on (B)(6) 2019. The patient reported seeing a healthcare professional (hcp) on (B)(6) 2019 and they "didn¿t seem to know what the alarm was for". The patient stated they have another appointment scheduled for (B)(6) 2019. An alarm recording was played for the patient and they confirmed they were hearing a critical alarm. There were no reported symptoms. No further information provided. On (B)(6) 2019, additional information was received from the patient. The patient reported hearing the critical alarm going off and they met with their hcp to figure out the issue, and the hcp told them the pump would need to be replaced soon. The patient stated the hcp didn¿t know how to read the computer system information. The patient stated that in the last 3 days, they were hearing the alarm again. It was noted the patient mentioned the pump was near expected early replacement indicator (eri). The patient was redirected to their hcp. Additional information was received from the healthcare provider (hcp) via a device manufacturer representative indicated that the pump logs were read and showed multiple motor stalls and recoveries had occurred. There was no electromagnetic imaging or magnetic interaction noted. The caller stated that the pump was currently still infusing at the time of this report. No further complications have been reported.

Manufacturer narrative:
Additional review determined that the information previously reported in manufacturer report # 3004209178-2019-14878 [empty pump/volume discrepancy] now applies to this event. Additional information regarding these events will continue to be reported under this manufacturer report, which pertains to the following information: [pump alarms/motor stalls/volume discrepancy/empty pump]. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative on 2019-aug-06. It was noted that the hcp was advised that an early pump replacement would be best and the patient had chosen to try to taper down medications and not use the pump if possible instead of immediate replacement. The patient reportedly chose to wait and not do a replacement at the time of report. It was confirmed that eri was in 9 months.